Event description:
A customer reported that during a vitrectomy procedure, the surgeon attempted to use the air exchange on the machine but nothing happened. The surgeon improvised and was able to complete the case following a delay of a couple of minutes. There was no pt harm. Additional information has been requested.

Manufacturer narrative:
A review of the service report indicates that the customer tried to use fluid/air exchange (fax) and nothing happened. The company rep examined the system and was unable to replicate the customer reported event. The pneumatics module was replaced as a diagnostic measure. The system was then tested and met all product specifications. A review of the system's event log for the date of (B)(6) 2013 did not reveal any nonconformity related to fax stopping during surgery; the event log showed no abnormal activity. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate one similar report for this system. A root cause cannot be determined conclusively. (B)(4).